Manufacturer narrative:
(B)(6) 2018 - (B)(4) reported this lead was explanted due to oversensing.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed the ligature marks approx. 18 cm distal to the is-1 connector pin. In addition, abrasion marks along the lead body were observed. Between 48 cm and 51 cm distal to the is-1 connector pin, the inspection revealed a rubbed through insulation.based on the characteristics as well as the location of these damages, it is reasonable to assume that the lead had been subjected to excessive mechanical forces as the result of an interaction with a nearby lead. Diagnostic images confirming this assumption were not available for analysis.furthermore, a deformed fixation helix was observed, which resulted most likely from the explantation procedure. The values of the parameters measured during the electrical analysis were within the technical specifications.the manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process.in conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available

Event description:
Boston scientific reported this lead was explanted during a system upgrade due to a product performance issue.